Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report #0001831750-2013-10465

Event description:
It was reported via repair work order that the bed is having recurring scale problems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed is having recurring scale problems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.